Event description:
After removing the cypher select from the package, a crack was noticed on the luer hub, the part of the device that's normally affixed to the indeflator. Therefore, it was not possible to use the device. The physician was preparing to perform a percutaneous coronary intervention (pci) to the left anterior descending (lad). The product was not clinically used; therefore; there were no adverse consequences to the patient.

Manufacturer narrative:
This product is available for analysis; however, has not been received for analysis. Additional information will be provided within 30 days of receipt.